Event description:
It was reported that the therapy cable pin broke inside the internal therapy connector, preventing the device from delivering defibrillation therapy. There was no pt involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed a therapy cable pin broke off inside the therapy connector assembly. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The original corresponding therapy cable was replaced by customer and disposed before physio-control's evaluation.